Event description:
Device #1 malfunction: needle-to-cuff miss. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, a needle to cuff miss occurred. When the needle plunger was retracted a needle was not captured by a cuff. The device was removed and a second proglide was used with the same results. The device was removed and a non-abbott device was used to achieve hemostasis. There were no reported adverse pt effects. Though requested, no additional info was provided.

Manufacturer narrative:
(B) (4). (B) (4). Device #2, part # 12673-03, lot # 85013-6h, indicated is being filed under a separate medwatch MFR number. The device is expected to be returned for eval. It has not yet been received.